Event description:
Unomedical reference number (B)(4). Event occurred in south africa it was reported that the patient experienced issues with two infusion sets. The cannula of the infusion set was kinked. The event occurred between april 8th and april 11th. The patient noticed symptoms three or more hours after insertion. The infusion set was in use for 1-2 days and was inserted in the abdomen. The patient regularly rotates the site location, and the site area was not impacted. The patient's blood glucose level was15 mmol/l. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR (B)(4). Device 2 of 2.